Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. The customer stated being admitted in the emergency room, and the insulin pump delivered over 100.0 units of insulin into his body. The customer's glucose dropped to 24mg/dl by the time he was hospitalized, and he was treated with a dextrose drip. The customer's glucose reading at time of call was 142mg/dl. Advised the customer to revert to back up plan. No further info was provided.